Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and an enlarged atrium. It was noted that imaging was difficult. Two clips were successfully implanted. To further reduce tr, a third clip was inserted into the valve and grasping was performed. However, while grasping, it was noted that the second clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Due to the difficulties with grasping both leaflets, the physician decided to remove the clip and discontinue the procedure. Tr remained at a grade of 4.